Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. The complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributing to the main knob being missing. The knob was replaced to resolve the reported malfunction condition. Analysis for reports of this type has not identified an increase in trend.